Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad cover was torn near the contrast button. All keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. During testing, the display screen was dim and discolored with fading text. Evaluation revealed that the battery compartment was cracked near the pump case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the display screen was dim and discolored with faded text. Investigation also revealed that the battery compartment was cracked near the pump case seal. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.